Event description:
It was reported that verse key inserter tightener and verse x25 inserter/tightener were involved in an event. The reported failures included a broken prong at the end of the verse key inserter tightener and worn tips on the verse x25 inserter/tightener, resulting in inability to load correctly and assemble mating devices. The event occurred intraoperatively, causing minimal delay to surgery, but there were no adverse incidents or patient consequences. Additional instruments were used to complete the procedure.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.